Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The heart block was also found to be broken, and four control knobs contaminated.

Event description:
It was reported there was a lcd malfunction. No patient complications were reported as a result of this event. The device tested out of specification during manufacturer's analysis.